Manufacturer narrative:
Only the pusher was returned for analysis. The implant, introducer, and microcatheter were not returned. Investigation into the returned pusher found the unit to have damage throughout its body. The pusher hypotube was found to be damaged and bent in two different locations. Additionally, the body coil was found to have a kink. It could not be determined if the damage was the result of handling or return shipment. The pusher heater coil was found damaged. The strain relief was folded at the distal end. There was no evidence of thermal detachment. The pusher was found to have a resistance value within spec. At 47.1 ohms. The pusher was dissected at the attachment location to evaluate the profile of the monofilament. The monofilament was found to have been broken at the attachment location. As a result, no analysis could be performed on the monofilament. The root cause of the detachment cannot be determined based on the supplied information and evidence.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer. The investigation is currently underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that an embolization coil detached prematurely in the microcatheter. The coil and pusher were both removed without intervention. No patient injury was reported.